Event description:
Reportable based on analysis completed on (B)(4) 2011.it was reported that "facing a non-bsc drainage catheter, the guide wire unraveled. Additional information has been requested and is not available.returned product analysis revealed a broken core wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. - visual examination of the returned guide wire revealed that the coil showed evidence of being severely elongated (unraveled). Also, there is evidence of a separation between the corewire and the ball weld. The fracture site exhibited evidence of material reduction or elongation. The fracture surface exhibited primarily equiaxed ductile dimple ruptures. Both indicators are typical of material in tension as result of a reverse bending moment which is related to the manner in which the guide wire is handled during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4)